Event description:
A healthcare professional reported that during intraocular lens (iol) procedure , when the iol was advanced in the injector, the haptic came out in a stretched (without folding) state. The surgery was completed after replacing the product with another same backup product as the defective one.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).